Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that there was poor coupling. It was reported the scs was not charging when the patient put it next to her back the bars lit up and then turned off. Patient clarified the issue was that she was losing bars when charging. Troubleshoot occurred during the call, the patient repositioned antenna over ins and initially got 8 coupling bars however after a few moments coupling dropped to zero. Patient indicated she had not moved and does not believe the antenna moved either. Patient was confident the antenna was directly against the ins site. Patient reported no visible damage on the recharger antenna however patient requested to try a replacement as this is a fairly new issue that she had not previously encountered. No symptoms reported. No further complications were reported/anticipated.